Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device manufacture date: the device was manufactured november 14, 2014 - november 17, 2014. The sample was received for evaluation. A visual inspection identified white particles, ranging between 0.61 to 1.38 mm in length, floating in the reservoir. A fourier transform infrared spectroscopy scan determined that the particles were acrylic. The cause of the particulate matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had particulate matter in its reservoir. This was found before use. There was no patient involvement. No additional information is available. This is report 2 of 10.